Event description:
An eri message displayed on the patient programmer. The patient experienced increased pain levels due to the fact that his ins did not work at the same amplitudes, as it only went up to 7.8 amps. He used his ins at 10.5v due to his extreme pain and needed the strongest settings possible. At the time of implant the patient did not want a rechargeable ins implanted since he was an active person. He did not want the responsibility of recharging. The ins needs to be replaced. The doctor was disappointed that the ins only lasted 5 weeks. Additional information has been requested.

Manufacturer narrative:
(B)(4).